Event description:
Per complaint report: this event was reported via response to a silzone recall follow-up questionnaire. The pt experienced paravalvular leak and no other info was provided. Add'l info has been requested.